Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump had a button error alarm. Advised the patient that the pump could not be replaced at this time because it was purchased from another patient, and it is a prescription device. Nothing further was reported.